Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type programmer, patient analysis of the programmer, model 97745, s/n (B)(6) found complaint unverified and no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was patient reported they were charging the implantable neurostimulator (ins) then had to charge the controller because it ran out. There was nothing on the controller screen and the issue began yesterday. During the call patient removed the battery and plugged the ac power. Controller did not power on. Agent placed patient on a hold and when agent got back, the controller still did not power on. There were no damages on the ac power and green light displayed on the ac power. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial#: unknown, product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.